Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to determine if the event is related to a device malfunction, device remains implanted at this time. No conclusion can be drawn at this time.

Event description:
A (B)(6) old male with radical/pelvic surgery was implanted with an ipp device on (B)(6) 2006. On (B)(6) 2009, pt reported his device is no longer working properly. Pt has not been scheduled for a revision surgery.